Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding the universal surgical manipulator (usm) 4 faulting with error 23000. The customer rebooted the da vinci system with no change. Tse had the customer attempt to repositioning the carriage, but the reported complaint remained. There was no report of patient involvement or patient injury.